Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the lower jaw slightly bent. The damage in the jaws caused difficulty in the opening and closing of the jaws. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, the jaws became not to open and close after about 5 actuations. Another device was used to complete the case. There were no adverse consequences to the patient.